Event description:
Customer reported via phone, after showering she attempted to connect to the insulin pump and noticed the screen was frozen. She was able to see the icons on the display and the buttons were not responding. Customer's blood glucose was 157 mg/dl. The customer is not able to access the menu after pressing the act button on the home screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, and a cracked case at the reservoir tube window corner.